Event description:
It was reported that during a breast biopsy, the unit was giving error codes of green cable damage. The cable would not allow for the untwisting to communicate to the port. The patient was rescheduled.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint and found the dc adapter from the green socket was broken, but could not duplicate the customer's complaint of "cable would not allow for the untwisting to communicate to the port". To correct the customer complaint the analysis site replaced the dc adapter. Per mammotome service manual performed service tests, with no functional faults found. As part of the standard ees service process, per service bulletin 04-005 replaced the muffler, applied dow corning lubricant to the dc motors and performed dc motor adapter upgrade. A batch record review was performed and no anomalies were found during the manufacturing process.